Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the surgeon felt inaccurate by 5 mm anterior. Surgeon attempted to re-register 3 times without resolution. Rep noted there were few tracings on the forehead, along with the patient having loose skin. Surgeon proceeded with the case accounting for the inaccuracy. There was no impact to patient. There was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
The registration performed by the site was sent to medtronic for evaluation. Review found that the tracer pattern did not cover a significant portion of the forehead and that there were red registration points on the tip of the nose where soft anatomy was drawn over. It was noted that the patient had loose skin as well. The review suspected that the registration could have led to the reported issue. If information is provided in the future, a supplemental report will be issued.